Event description:
The reporter stated the surgeon inserted an aa4203tl silicone toric plate lens. During the post-op visit the pt's manifest refraction was -4.0 and the target refraction was supposed to be -2.0. Additional info has been requested but none has been forthcoming. A supplemental medwatch report will be sent if additional info becomes available.